Manufacturer narrative:
The suspect device was not returned for evaluation. The images returned from the customer depict a fractured catheter, with the distal tip detached from the rest of the device. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during the procedure, the device fractured and a piece broke off inside the patient. The piece was successfully removed. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.